Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced "pd-related" peritonitis manifested by abdominal pain, accompanied by fever (the highest body temperature was 38.2), ultrafiltration volume during abdominal dialysis reduced, dialysate was turbid, accompanied by nausea and loss of appetite, accompanied by asthenia. The cause of the peritonitis was unknown. Four days after experiencing symptoms, the patient was admitted to the hospital with the main complaint of "peritoneal dialysis-related peritonitis". On the same day, the patient was given regular peritoneal dialysis, peritoneal dialysis plus "cefazolin combined with ceftazidime" for anti-infection, "peritoneal dialysis plus heparin" for prevention and treatment of cellulose obstruction of peritoneal dialysis tube, "peritoneal dialysis plus lidocaine" for local analgesia, and "teprenone" for stomach protection and rehydration. Four days later, routine examination of peritoneal dialysis showed the count of cells was reduced, the inflammatory index was lower than before, and cefazolin sodium was discontinued. The next day, the abdominal pain of the patient was significantly relieved, occasional asthenia, no diarrhea, no nausea, vomiting, no fear of cold or fever. Three days later, the count of peritoneal dialysis cells increased compared with before, the peritoneal dialysis tube was removed, and hemodialysis treatment was changed. The next day, the patient's peritoneal dialysis fluid was still turbid after drug-sensitive anti-infection treatment, and reexamination showed the count of routine cells in peritoneal dialysis fluid was still multiple. An intravenous drip of "meropenem" was given for anti-infection treatment. At the time of this report, long-term renal replacement therapy was still needed, and "right internal jugular vein long-term hemodialysis tube placement " was planned to facilitate regular hemodialysis treatment. Twenty-three days after being admitted, the patient¿s condition was stable, the vital signs were stable and the general conditions were acceptable, and therefore the patient was discharged from the hospital and was recovering. No additional information is available.